Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in a side branch in the patient. Device issue: guide wire tip separation. It was reported that the tip of the guide wire broke off inside the patient during a procedure on the leg and remains inside the patient in a side branch to the treated lesion. No medical intervention was attempted. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summations - product performance engineering reviewed the incident information. Historical data shows that guide wire tip damage may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. The fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire.